Manufacturer narrative:
D10 concomitant products: sigadaptstnd, sig power sigadaptstnd linear adapter (serial#: (B)(6)), sigphandle, sig power sigphandle handle (serial#: (B)(6)). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter intra-operatively, after the powered stapler was assembled properly. An attempt was made to fire it, however the powered stapler failed to operate. The device was replaced with a new stapling system set and the procedure was completed successfully. There was no patient injury.

Event description:
According to the reporter, intra-operatively, after the powered stapler was assembled properly, the surgeon pressed the green button and an attempt was made to fire the powered stapler, however, the stapler failed to operate. A new powered stapling system set and a new reload were used and the procedure was completed successfully. There was no patient injury.

Manufacturer narrative:
Additional information: b5, d1, d4 (model #, catalog #), g3. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.